Manufacturer narrative:
Product event summary: the full lead (in portions) was returned for evaluation. The distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock. It was found that the right ventricular (rv) lead exhibited high pacing impedance and short v-v intervals. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.